Event description:
Customer's husband reported customer received erratic readings of 118 mg/dl and 207 mg/dl from their freestyle lite meter. Customer's husband also reported customer experienced symptoms of hypoglycemia and became non responsive and took glucose tablets to counteract her symtpoms. Customer's husband reported customer also took her insulin medication to counteract her symptoms; however, the timing is unknown. Paramedics were called and obtained a reading of 39 mg/dl from their hcp meter. Customer was treated with an unknown medication intravenously. There was no report of any diagnosis, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer's husband reported customer did not wash her hands prior to testing.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 500 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.